Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure is now in uterus/expulsion') and back pain ('back pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage in 2009, colonoscopy in 2005, allergy to metals, uterine bleeding and obesity. Concurrent conditions included dysfunctional uterine bleeding and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"), 7 days after insertion of essure. In 2014, the patient experienced alopecia ("hair loss") and migraine ("migraines / headaches"). In 2016, the patient experienced visual impairment ("vision probs"). In (B)(6) 2018, the patient experienced the first episode of fatigue ("fatigue"), dysmenorrhoea ("dysmennorhea (cramping") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, back pain (seriousness criteria disability and medically significant), genital haemorrhage ("abnormal bleeding"), headache ("severe headaches"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), gastrointestinal disorder ("gi conditions"), vaginal discharge ("vaginal discharge"), the second episode of fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salping.. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, back pain, genital haemorrhage, headache, abdominal pain, dysmenorrhoea, hypersensitivity, gastrointestinal disorder, vaginal discharge, visual impairment, the last episode of fatigue, alopecia, menorrhagia, vaginal haemorrhage, allergy to metals and migraine outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, headache and the first episode of fatigue with essure. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device expulsion, dysmenorrhoea, gastrointestinal disorder, hypersensitivity, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, visual impairment and the second episode of fatigue to be related to essure. The reporter commented: injuries (serious injuries, disability/ permanent damage and intervention required) were mentioned but not specified and /or assigned to one of the events. She received treatment for dysmenorrhea (cramping),pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2020: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jan-2020: plaintiff fact sheet and mr received, new reporter, patient demographic, essure indication ,start date, event abnormal bleeding (vaginal, menorrhagia), nickel allergy, migraines / headaches, lab data and event date added. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure is now in uterus/expulsion') and back pain ('back pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage in 2009, colonoscopy in 2005, allergy to metals, uterine bleeding and obesity. Concurrent conditions included dysfunctional uterine bleeding and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"), 7 days after insertion of essure. In 2014, the patient experienced alopecia ("hair loss") and migraine ("migraines / headaches"). In 2016, the patient experienced visual impairment ("vision probs"). In (B)(6) 2018, the patient experienced the first episode of fatigue ("fatigue"), dysmenorrhoea ("dysmennorhea (cramping") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, back pain (seriousness criteria disability and medically significant), genital haemorrhage ("abnormal bleeding"), headache ("severe headaches"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), gastrointestinal disorder ("gi conditions"), vaginal discharge ("vaginal discharge"), the second episode of fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salping.. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, back pain, genital haemorrhage, headache, abdominal pain, dysmenorrhoea, hypersensitivity, gastrointestinal disorder, vaginal discharge, visual impairment, the last episode of fatigue, alopecia, menorrhagia, vaginal haemorrhage, allergy to metals and migraine outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, headache and the first episode of fatigue with essure. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device expulsion, dysmenorrhoea, gastrointestinal disorder, hypersensitivity, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, visual impairment and the second episode of fatigue to be related to essure. The reporter commented: injuries (serious injuries, disability/ permanent damage and intervention required) were mentioned but not specified and /or assigned to one of the events. She received treatment for dysmenorrhea (cramping),pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding, allergy, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2020: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jan-2020: plaintiff fact sheet and mr received, new reporter, patient demographic, essure indication ,start date, event abnormal bleeding (vaginal, menorrhagia), nickel allergy, migraines / headaches, lab data and event date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5081110) on 19-nov-2018. The most recent information was received on 06-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure is now in uterus/expulsion'), back pain ('back pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, back pain (seriousness criteria disability and medically significant), genital haemorrhage (seriousness criterion medically significant), headache ("severe headaches"), the first episode of fatigue ("fatigue"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), hypersensitivity ("allergy"), gastrointestinal disorder ("gi conditions"), vaginal discharge ("vaginal discharge"), visual impairment ("vision probs"), the second episode of fatigue ("fatigue"), alopecia ("hair loss") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salping.. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, back pain, genital haemorrhage, headache, abdominal pain, dysmenorrhoea, hypersensitivity, gastrointestinal disorder, vaginal discharge, visual impairment, the last episode of fatigue, alopecia and menorrhagia outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, headache and the first episode of fatigue with essure. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, gastrointestinal disorder, hypersensitivity, menorrhagia, vaginal discharge, visual impairment and the second episode of fatigue to be related to essure. The reporter commented: injuries (serious injuries, disability/ permanent damage and intervention required) were mentioned but not specified and /or assigned to one of the events. She received treatment for dysmenorrhea (cramping),pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding, allergy. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: events pelvic/ abdominal pain, allergy, vaginal discharge, vision probs, fatigue, hair loss, gi conditions added. Suspect drug start and stop date added. Upon internal review (B)(4) case has been identified as duplicate of (B)(4) case. All source document and information has been transferred from (B)(4) (deletion case) to (B)(4) (retention case). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.